Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to the g3 of the initial medwatch. The aware date should be 25oct2024 additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that a high-energy endo therapy accessory device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The event can be detected/prevented by following the instructions for use which state: the IFU bf-1th190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope IFU bf-1th190 operation manual: chapter 4 operation:4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burnt distal end. There were no reports of patient involvement.